Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the cath lab for a generator change. The patient¿s left ventricular lead capture steadily increased over the last year. The capture threshold was high. The physician decided to remove the lead using a laser. A new lead was implanted. The patient was stable.